Manufacturer narrative:
Evaluation, method: films.

Event description:
Films were received and reviewed. The aortic neck is severely angulated (approximately 60 degrees a-p), oblong-shaped, and contains calcification. The 11cm max diameter aaa is filled with thrombus, and the iliacs are tortuous and calcified. Images post-implant were not provided; however, it appears that the patient's challenging anatomy likely contributed to the proximal type I endoleak.

Event description:
An endurant bifurcated stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The aortic neck was very short and angled with calcium in the neck. It was reported that the patient presented to the ER eleven days post index procedure with a proximal type 1 endoleak. The following day, an angiogram was performed and confirmed the proximal type 1 endoleak. A 36 mm endurant cuff was planned to be implanted proximally to address the endoleak. However, later that day, it was noted that there was no filling of the sac; no further intervention was performed. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (likely anatomy related; short, angulated and calcified neck). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (likely anatomy related; short, angulated and calcified neck).